Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue that the dose was allegedly to have changed from a single to a double dose on its own was determined to be an overdose resulting from incorrect concentration programming (user error). The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the dose allegedly changed from a single to a double dose on its own. There was patient involvement, but the impact is unknown. After an onsite visit, bd learned the following additional information. The ICU event on april 23, 2026, involved a midazolam patient controlled analgesia (pca) pump module overdose due to incorrect concentration programming in the alaris guardrails library, resulting in the patient receiving approximately double the intended hourly dose. Although barcode scanning was used, the nurse manually selected the wrong concentration (1mg/ml vs 2mg/ml) from the library, contributing to the error. Review found that proper medication administration processes were not followed consistently across shifts and staff, and no dual-nurse verification process was in place. The following were infusing at the time of event as well: fentanyl: 200mcg/hr (50mcg/ml concentration; 25mcg bolus dose). D10w: infusing at 20ml/hr. Potassium chloride: 20meq infusing at 100ml/hr. Lasix (furosemide): 100mg infusion at 2.75ml/hr. Keppra (levetiracetam): 500mg/5ml concentration; administered dose 500mg.